Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that recent shocks by the subcutaneous implantable cardioverter defibrillator (s-ICD) did not convert with 80 joules. Review of the most recent three episodes found that the s-ICD did covert successfully on the first shock. It was further noted that shock impedance appeared to be increasing as it was 77 ohms four months earlier and was now between 92 and 94 ohms. Boston scientific technical services (ts) was consulted and suggested taking an x-ray to check the location of the system. An x-ray was taken which did not yield any significant findings. A revision procedure was performed the same day and the s-ICD and electrode were explanted. A transveneous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported.